Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was capped and replaced. The patient was stable.